Event description:
The customer reported that the device has device error and service required messages on the screen. The device also has a shock equipment malfunction and pacer equipment malfunction error messages on the display. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device has device error and service required messages on the screen. The device also has a shock equipment malfunction and pacer equipment malfunction error messages on the display. There was no reported patient involvement. Philips evaluated the device and confirmed the complaint. It was found that the device had corrupted software files that need to be repaired. The corrupt software files were deleted by the philips technician and the repair tech confirmed that the unit is back to normal working condition. The unit passed all functional and safety tests for performance assurance and was sent back to the customer. As of (B)(6) 2011, the customer has not called back for this device. We are considering this a malfunction resulting from corrupt software.